Manufacturer narrative:
Batch review performed on 17 december 2019. Lot 1811191: (B)(4) items manufactured and released on 23-apr-2019. Expiration date: 2024-04-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other devices involved in the event: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 lot. 1900806 (k112115). Batch review performed on 17 december 2019. Lot 1900806: (B)(4) items manufactured and released on 08-may-2019. Expiration date: 2024-04-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Liner: impact 01.32.3648hct flat pe hc liner ø36/f lot. 184754 (k103721). Batch review performed on 17 december 2019. Lot 184754: (B)(4) items manufactured and released on 04-sep-2018. Expiration date: 2023-08-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 2 other similar reported events.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and removed the cup, head and liner 7 weeks after primary. A new head and liner were cemented in place to act as a temporary spacer. The surgery was completed successfully.